Event description:
After deciding that the patient needed an angiojet, upon set up, they placed the pump in the console and primed the tubing. A leak was noticed, it was found to be coming from the connector at the base of the pump. A new system was opened and used. It worked fine with no error. The pt was not affected. The lot # on new device: 20124703.